Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that the rupture occurred due to interaction with lesion calcification or associated devices; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and no calcification in the mid superficial femoral artery. The 4.0 x 40 mm armada 35 balloon catheter was advanced without resistance to the target lesion, but during inflation the balloon ruptured. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.